Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced nausea, loss of consciousness and uncertainty. Customer ate gummy bears as self-treatment. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced nausea, loss of consciousness and uncertainty. Customer ate gummy bears as self-treatment. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Attempted to scan the sensor with evm (evaluation module); however, sensor did not scan. Evm was reset and again scanned the sensor; however, sensor did not scan. Unable to extract data. Attempted to scan the sensor with known good reader and an error message was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured and not within specification range. An extended investigation has been performed. Visual inspection has been performed on the returned de-cased puck and no issues were observed. Also no issues were observed on the returned pcba. The returned battery voltage was measured again and not within specification range. Battery was replaced with a source meter and performed off-current and on-current tests on the returned board. Both the test were within the specifications. Returned sensor passed all results and able to scan indicates that the returned sensor was fully functional and that it was not draining excess current that would deplete the battery faster than intended. The battery was drained due to typical use and that drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.